Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power loss alarm noted in the long trace or device history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer stated that the last two weeks customer had an extremely high levels, and the level was between 350 mg/dl to 480 mg/dl. Customer stated that as long as customer was not eating it is fine and then customer ate and the blood glucose value was shoot up high again. It was reported that the customer was using automode. Customer stated that the insulin pump had a batteries issue and the insulin pump passed the self test. Customer was calling back after previously completing low battery troubleshooting within 1 week. Customer decline troubleshooting for high blood glucose. The device will return for the analysis.